Event description:
Caller reported cgm error 42, but there was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support and then successfully completed a pump reset, after which the cgm error code did not display again. Caller was able to start their sensor session without further issues.